Manufacturer narrative:
Date of event: unknown. Investigation summary: customer returned photos of a 3/10cc syringe. Customer states that when removing a shield, the hub was detached too. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 9337429. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for out of spec shield pull. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure manufacturing (holdrege) will be notified of this issue. Root cause: a visual evaluation of photo found (1) syringe with a large gap between the roof of the barrel and the flange of the hub. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Rationale: tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. CAPA (B)(4) has been opened to address this issue.

Event description:
It was reported before use the bd ultra-fine¿ insulin syringe had the hub separate from the device. The following information was provided by the initial reporter: the customer noticed ¿when removing a shield, the hub was detached too.¿